Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that, after the pressurewire x was turned on, the pressure indicator stayed yellow. Several attempts were made, but the issue persisted. Another pressurewire was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. The returned device analysis identified that the pressurewire x was returned with blood and contrast on and in the sensor chip jacket, distal tip coils and throughout the wire. Additionally, the sensor chip assembly was separated and not returned. Follow-up with the account confirmed the device was advanced into the patient anatomy. The physician did not become aware of the sensor separation and does not know when it occurred. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy analysis was performed on the returned device. The reported signal calibration failure was unable to be tested due to the condition of the returned unit. A review of the lot history record identified one exception issue, which it could not be determined if the non-conformity is related to this complaint. A review of the complaint history identified no indication of a lot specific product quality issue. Based on the reported information and evaluation of the returned unit, the detached sensor chip appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.